Event description:
The hospital reported that during a coronary artery bypass procedure, while removing the delivery device from the loader, the seal got entangled inside the loader. This occurred two more times before using the original heartstring iii proximal seal system with another seal to complete the procedure. The hospital reported no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).